Manufacturer narrative:
G4:15jan2021. B4:18jan2021. The remote service engineer provided the part ID for the power switch overlay to the customer to resolve reported problem. Attempts were made to obtain additional information regarding customer resolution associated with this complaint, but attempts have been unsuccessful. A supplemental report will be submitted if additional information is obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11nov2020.

Event description:
The customer called into technical support (ts) reporting that the device is displaying alarm led failed code. The customer reported there was no patient involvement at the time the issue was discovered. The device was evaluated by the philips remote service engineer (rse) with the assistance of the customer and confirmed reported problem. The rse advised to replace the power switch overlay.